Event description:
Patient presented with stable angina. Medications prescribed at the day of the procedure as follows: aspirin = 100mg; clopidogrel = 75mg. The lesion treated was located in the mid rca. One endeavor stent was successfully implanted (2.75 x 24 mm stent) 18 months ago. Five months post implant, the investigator reported a non-determinable non-q-wave mi. On the same day a CABG of the mid lad and lcx was performed. On review, this was deemed target lesion CABG as the rca was also grafted. The indication was unstable angina. The investigator stated mi event and the endeavor device were unrelated. At 6 months follow up 2007, the patient had unstable angina. At 12 month visit the patient had no anginal complaints. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
.